Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple minimum fill notifications occurred after the user filled the cartridge with 110 units of insulin during the load sequence across multiple cartridges. Customer either re-loaded the cartridge, or loaded a new cartridge to resolve the issue. There was no adverse impact to the customer¿s blood glucose level.